Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was reported that the audio bolus button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 07/20/2016 . Device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2016 with the following findings: a visual inspection of the pump showed that the audio bolus button cover was undamaged. The button responded properly during testing; the complaint was not duplicated. Unrelated to the complaint, the battery compartment was cracked.